Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to perpetual rebooting. Opened receiver case to unplug and plug battery cable and attempt to download rx log but failed due to rx unit continue to be in perpetual rebooting. The log was not downloaded and reviewed due to perpetual rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.